Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a low rvtip/rvcoil impedance alert triggered due to low pacing impedance on the right ventricular (rv) lead. It was noted that the rv lead has chronically low impedances and has previously alerted for this. The rv lead remains in use. No patient complications have been reported as a result of this event.